Event description:
It was reported that the pump failed delivery accuracy by over 10%. No injury was reported.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition with the keypad and labels functional and intact. Evidence of two 10ml followed by one 20ml bolus tests performed prior to the pumps return to smiths were identified in the pump's event log. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%, albeit slightly positive. The expulsor was trimmed to bring the pump's delivery into more nominal of a range as preventative maintenance due to customer concern. Additionally, the device history record was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the root cause of the customer's reported problem is unknown.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating no patient was involved in the h3 device evaluation summary: one cadd legacy plus pump was returned for analysis in new unused condition. Review of device history log identified following event: 0006> serial number: (B)(4) recorded in the event log. Device testing included visual inspection and design history record review. Visual inspection of the pump found that the pump housing has been labeled with serial number: (B)(4). The job build serial number of the pump is 420411. The root cause of the mislabeled pump is operator error during assembly of the pump. The customer stated issue was able to be duplicated and was confirmed. Problem source was identified as manufacturing error.